Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to diabetic ketoacidosis. The customer's blood glucose value was unknown. The customer declined to said that it was not product malfunction and it did not account for carbs the correct way. Customer stated pump was asked her for requirements for sensor feature and was shown how to turn it off. The device will not be returned for analysis.